Manufacturer narrative:
Investigation evaluation: reviews of the complaint history, device history record, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control, and specifications of the device were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. However, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. A review of the device history record shows no nonconforming events which could contribute to this failure mode. It should also be noted there were no other reported complaints for this lot number. Furthermore, reviews of the manufacturer¿s instructions, drawing, and quality control procedures were conducted, and no gaps were discovered. Moreover, an IFU is provided with the device, which states ¿under fluoroscopy, advance the balloon to the lesion site. Carefully position the balloon across the lesion using both the distal and proximal radiopaque balloon markers. Note: if resistance is met while advancing the balloon dilation catheter, determine the cause and proceed with caution. Inflate balloon to desired pressure. Adhere to recommended balloon inflation pressures. If balloon pressure is lost and/or balloon rupture occurs, deflate balloon and remove balloon and sheath as a unit." Based on the information provided and no product returned, investigation has concluded that this event cannot be traced to the device, but instead lies with the patient¿s condition and the procedure. Reportedly, the patient had highly calcified anatomy, and the device was used inside of a previously placed stent. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Measures are being conducted to address this failure mode. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
PMA/510(k) number: k130293. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, an advance 18 lp low profile balloon catheter ruptured in the patient after it was inflated once inside a stent. No section detached. The balloon had sufficiently inflated the balloon expandable stent before the rupture. The (B)(6) male patient was undergoing a peripheral intervention procedure to treat the highly calcified iliac artery. An inflation device was used with visiopaque contrast and saline in a 50/50 ratio to inflate the complaint device. Pressure at rupture was 6 atm (atmospheres). It is not known if the balloon ruptured circumferentially or longitudinally. The balloon was not removed in its entirety through the sheath. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. According to the complainant, the complaint device was discarded at the facility.